Event description:
Pericardial effusion with medtronic hardware in the postop phase. It appears all of these patients had lead #5076 implanted. Underwent ppm [permanent pacemaker] on [redacted], underwent pericardiocentesis [redacted] (ra [right atrium] impedance changes, lbap [left bundle branch area pacing] lead stable).